Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height (hh) drawer 1.2 had a malfunctioning moab. A field service engineer (fse) logged into pyxis and attempted to open drawer hardware test application, but it failed. Fse opened the drawer and confirmed latch and position sensors were working. Removed the drawer and replaced the solenoid, but the issue persisted. Powered off the medstation, replaced the moab, and transferred all cubies to the new unit. Powered on pyxis, ran hardware test application tests, and verified sensors and cubie functionality. As proactive preventive maintenance fse opened all cubie drawers and looked for medications that may have fallen between cubie pockets. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.